Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is completed. This event occurred in (B)(6).

Event description:
Allegedly the drill bit was used for preparing the screw hole of the tibial base. After surgery, an xray showed the tip of the drill bit in the tibia.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examination confirms the tip of the bit broke off. The broken tip was not returned. Complaint history reviewed. Device history record reviewed and found to be manufactured to specifications and met all acceptance/inspection criteria. The part was manufactured in 2007. Photographic images made. Elemental analysis was conducted on the fracture face of the broken drill bit. The elements identified and the concentration of each element indicated that the bit was manufactured from (B)(4). No corrective action required as analysis shows no trend for item/lot.